Event description:
Rptr complains of shoulder, arm and hand pain, toe cramping, breast pain and burning, arthritis symptoms in shoulders, elbows, wrists, fingers, thumbs, hips, knees, ankles, feet and heels with joint swelling, hardening of skin around implant, muscle fatigue, swelling of hands and fingers, thick, taut skin over implants, rashes on back, legs, arms and chest, fatigue, problems sleeping, numbness and tingling of hands, feet and legs, memory problems, swollen glands in neck, hair loss, cold breasts, visible implant wrinkles, back and neck pain, chest pain, embarrassment about appearance, inability to push, pull, write, fix hair, wear bra, and lie on back.